Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during investigation, the alarm history showed evidence of a cs 011 alarm. A test battery cap was used. The ez prime steps were performed correctly with no cs 011 alarms occurring. The original complaint was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. The specific alarm could not be provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.